Manufacturer narrative:
(B)(4).

Event description:
It was reported that an increase impedance and increase pacing thresholds were observed. Therefore, the decision was made to explant the rv lead. There were difficulties extracting the lead and a laser sheath was used. The procedure was completed with no adverse events.